Manufacturer narrative:
Since the device was not returned for eval, the physician's alleged experience with the device can not be confirmed or denied. Porosity testing that was performed on all units released in this batch demonstrated that their permeability results were within internal specification. Following our investigation, our conclusion to the most probable root cause can not be determined. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. Method: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against this batch. Item marked ni are unk at this time. If the info should become available to us it will be reported in a follow up report. (B)(4).

Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, after perfusion was re-established, the physician allegedly discovered a hole in the bifurcated section of the graft. The physician corrected the problem by inserting an additional stitch at the site, and completed the procedure with this device. The device remained implanted. It was reported that the procedure was prolonged for approximately 30 minutes. The amount of blood loss due to the alleged event was reported to be minimal, therefore, the pt did not require transfusion. The pt was discharged from the hospital on (B)(6) 2011 with an unremarkable recovery.